Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms one of the post fractured off the cutting block. The broken piece was not returned. The device was manufactured in 2019. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.

Event description:
It was reported that during a tka procedure, center knob was loose and broken. Device broke inside the patient, all pieces were recovered. No delay. Backup device available. No injury or impact to patient reported.